Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving the air detected in cassette alarm multiple times during fill 2 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noted there was fluid within the cassette compartment of the cycler and on the external of the cycler set cassette. The cassette also appeared to be stuck upon removal but no tears or damage was observed. The patient was advised to end treatment for the night and leave the cassette door open to allow the compartment to dry and to follow up with their peritoneal dialysis nurse (pdrn) regarding the reported event. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however treatment ended for the night upon cancelling treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Treatment has continued with the cycler with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving the air detected in cassette alarm multiple times during fill 2 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noted there was fluid within the cassette compartment of the cycler and on the external of the cycler set cassette. The cassette also appeared to be stuck upon removal but no tears or damage was observed. The patient was advised to end treatment for the night and leave the cassette door open to allow the compartment to dry and to follow up with their peritoneal dialysis nurse (pdrn) regarding the reported event. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however treatment ended for the night upon cancelling treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Treatment has continued with the cycler with no further issues.